Event description:
It was reported that a sprunr reservoir (#fv146t) was implanted during a procedure performed on (B)(6) 2023. According to the complainant, the shunt system showed an under-drainage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 54 years. Weight: 107 kgs. Height: 179 cm. Gender: male. Same event as # reported herein.

Manufacturer narrative:
Visual inspection: during the investigation, no significant damage of the sprung reservoir were determined. Permeability test: a permeability test has shown that all components are permeable. Results: based on our investigation results, we cannot determine functional deviations or other abnormalities in the product. How the abovementioned functional impairment occurred is not clear to us at the time of examination. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.